Manufacturer narrative:
Immucor technical support assessed the test well images of the testing in question by a remote electronic connection method on (B)(6) 2016. The visual well images were not consistent with the unexpectedly negative generated results from the instrument, i.e. The two (2) k antigen positive wells of r695 (wells I and iii) were visually positive.

Event description:
On (B)(6) 2016, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.